Event description:
It was reported that a patient experienced peritonitis and sepsis coincident with peritoneal dialysis (pd) therapy. The causes of the peritonitis and sepsis events were not reported. On an unreported date, the patient was hospitalized for the peritonitis and sepsis. The treatment and outcome of the peritonitis and sepsis were not reported. The action taken with pd therapy was not reported. Additional information was requested but was not available at this time. This is report 3 of 4 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted. This is same patient as in (B)(4).